Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. One haptic was extended into a locking arm mechanism and was broken in the distal area. The broken haptic portion was not returned. The optic was torn and split (still attached) on top of three posts of the lens case, due to being replaced into the lens case incorrectly for return shipment. The lens was cleaned with klrp for further evaluation. The broken haptic had light scratches on the anterior surface of the haptic/optic junction. The optic anterior edge has a small split. The anterior optic center has three small cracked areas. The anterior optic surface has linear scratches and cracked damage that began near the edge and travelled toward the optic center. The posterior optic surface has scratched near the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic were indicated. The reported scratch damage was observed. Additional lens damage was also observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that there was a lot of staff turnover. Four iol (intraocular lens) lens loading in-services were conducted at the reporting facility between june 2023¿ october 2023. Clinical assistant manager (cam) has continued to spend a lot of time in the or with the surgeon and staff. They have stated many times that the loads have been very good over the last 4 to 6 months. Cam followed up and they reemphasized again that the loads have been good now that they have staff consistency. They never felt like it was a quality issue but rather a loading/staff issue. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens was noted to be scratched. Lens was explanted in initial procedure. Additional information was requested, but no further information is available.